Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose level was impacted. Reportedly, the customer was using apidra insulin. Customer changed out cartridge and infusion set during troubleshooting with tandem technical support.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.